Event description:
A company representative reported that a patient was revised to address a fractured ozark 3 level plate locking mechanism and two fractured ozark self-tapping fixed screws. This report captures the ozark plate.